Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5088474) on 14-aug-2019. The most recent information was received on 19-aug-2019. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ('essure puncturing the left fallopian tube'), haemorrhagic ovarian cyst ('hemorrhagic blood filled cyst on the left ovary') and appendix disorder ('appendix react up') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ketamine and morphine. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria hospitalization and intervention required) with abdominal pain, haemorrhagic ovarian cyst (seriousness criteria hospitalization and intervention required) and appendix disorder (seriousness criterion hospitalization), 6 years 1 month after insertion of essure. On an unknown date, the patient experienced nausea ("nausea"), asthenia ("weakness"), menorrhagia ("excessive bleeding during periods, long periods") and dyspareunia ("pain during intercourse"). The patient was hospitalized on (B)(6) 2018. The patient was treated with surgery (appendix taken out, fallopian tubes taken out and left ovary taken out). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, haemorrhagic ovarian cyst, appendix disorder, nausea, asthenia, menorrhagia and dyspareunia outcome was unknown. The reporter considered appendix disorder, asthenia, dyspareunia, fallopian tube perforation, haemorrhagic ovarian cyst, menorrhagia and nausea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2018: essure puncturing the left fallopian tube, causing an hemorrorrhagic blood filled cyst on the left ovary and appendix react up. Most recent follow-up information incorporated above includes: on 19-aug-2019: this case will be deleted from bayer pv database because this is a duplicate from (B)(4) case. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5088474) on 14-aug-2019. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ('essure puncturing the left fallopian tube'), haemorrhagic ovarian cyst ('hemorrhagic blood filled cyst on the left ovary') and appendix disorder ('appendix react up') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ketamine and morphine. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria hospitalization and intervention required) with abdominal pain, haemorrhagic ovarian cyst (seriousness criteria hospitalization and intervention required) and appendix disorder (seriousness criterion hospitalization), 6 years 1 month after insertion of essure. On an unknown date, the patient experienced nausea ("nausea"), asthenia ("weakness"), menorrhagia ("excessive bleeding during periods, long periods") and dyspareunia ("pain during intercourse"). The patient was hospitalized on (B)(6) 2018. The patient was treated with surgery (appendix taken out, fallopian tubes taken out and left ovary taken out). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, haemorrhagic ovarian cyst, appendix disorder, nausea, asthenia, menorrhagia and dyspareunia outcome was unknown. The reporter considered appendix disorder, asthenia, dyspareunia, fallopian tube perforation, haemorrhagic ovarian cyst, menorrhagia and nausea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2018: essure puncturing the left fallopian tube, causing an hemorrorrhagic blood filled cyst on the left ovary and appendix react up. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.